Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that 1 month after dental implant was installed in intraoral region 6#, its non-osseointegration was observed. 50ncm of primary stability was achieved and the patient presented bone type iii.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that 1 month after dental implant was installed in intraoral region 6#, its non-osseointegration was observed. Fifty (50) ncm of primary stability was achieved and the patient presented bone type iii.